Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a breakage. A customer indicated there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly. An inflation/deflation test was performed, n leaks were observed in the sample. No reported event was observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.